Manufacturer narrative:
.

Event description:
It was reported that a motor stall occurred in 2009 due to an MRI approx one month prior to the report. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. No therapy or medical problem was reported. The pump contained compounded baclofen 1000 mcg/ml at a daily dose of 139.8 mcg. There was no pt injury.